Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display and was damaged. The customer¿s blood glucose level was 180 mg/dl. The customer states the pump turns off and the screen was blank. The customer also sates had a crack by the lip of the reservoir and a crack by the up arrow. Troubleshooting was performed for blank display and damage however, the customer declined to troubleshoot for moisture damage troubleshoot. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.